Event description:
Issue with both pumps. Pt stated that he can smell the remodulin medical of the pump and believes it is leaking. The pt states that the cartridge is not running dry sooner than usual and did not see any liquid coming out. Pt. Still states that there is leaking and he can smell the medication. Will courier 2 ms3 pumps to the pt. Sn# for each pump: (B)(4). Patient has not experienced any adverse effects. We will return both pumps and ship new ones. Yes - this did occur while in use. No other information known. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.